Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by colombia that during service and evaluation, it was observed that the power module device failed pre-repair diagnostic tests for general condition and lever, charging sockets check, information button and self-test, charging and checking of the power module in the charger, function test, saw test, and liquid damage indicator. It was noted in the service order ¿service led illuminates, power module not functioning¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.